Event description:
Caller reported cartridge alarm 29 during the load process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer will continue using the current pump temporarily while a replacement pump with updated software is being sent. Technical support provided instructions for returning the problematic pump and offered training for the new pump.